Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, postoperatively, the distal screw came loose. A revision surgery was performed to replace the nail with a long nail. No further information was provided.